Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache"), nausea ("nausea"), flank pain ("right flank pain"), pruritus ("itching to the point of feeling crazy"), crying ("crying"), abnormal behaviour ("feeling crazy") and abdominal rigidity ("tightened stomach"). The patient was treated with simeticone (gas x) and surgery (hysterectomy). Essure treatment was not changed. At the time of the report, the pelvic pain, headache, nausea, flank pain, pruritus, crying and abdominal rigidity outcome was unknown. The reporter considered abdominal rigidity, abnormal behaviour, crying, flank pain, headache, nausea, pelvic pain and pruritus to be related to essure. The reporter commented: cross referenced with plaintiff case number: (B)(6). "Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain, headache, nausea, flank pain, pruritus, crying, abnormal behavior and abdominal rigidity." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: information received via social media. The case was upgraded from other event to incident. Event¿ tightened stomach is unreal¿ was added. Reporter, treatment medication was added. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.